Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
The treatment was completed on (B)(6) 2017. Two weeks post treatment, the clinic reported bilateral abscesses, the size of 2 x 3 cm to miramar lab's practice development west regional director. Incision drainage, packing were performed and the patient was prescribed clindamycin (300mg) and bactrim ds for 0 days. Based on follow up information provided by the clinic on (B)(6) 2017, the physician had prescribed an additional 4 days of both clindamycin and bactrim ds. Twelve days later, based on email follow up with the clinic, the abscesses had fully resolved. The patient's last follow up was (B)(6) 2017.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
The clinic reported a patient with 2x3 cm abscesses in both axillae about 2 weeks post treatment. Each abscess was incised, drained, and packed. The patient was prescribed clindamycin and bactrim ds (oral antibiotics) for 14 days. Approximately 1 month post treatment, the clinic confirmed the abscesses had resolved.